Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months from the date manufacturer became aware of the event

Event description:
It was reported that patient experienced headaches associated with the use of her spinal cord stimulator (scs) which is severe and predominantly left-sided. It was also noted that the device was no longer working as intended. The paddle lead is also more left sided, approaching the nerve roots, which could explain her left sided headaches when using the device. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.